Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of an implantable pulse generator (ipg) system, following the placement of the right ventricular (rv) lead, the patient's blood pressure acutely decreased and a perforation was suspected. Following the placement of right atrial (ra) lead and implantable pulse generator (ipg) placement, a pericardial effusion was diagnosed on echocardiogram intraoperatively. A pericardiocentesis was performed on the patient and stable hemodynamics were achieved. The patient was taken to the hospital floor in stable condition. However the following day the patient deceased.